Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an inserter used for transforami nal lumbar interbody fusion therapy for pre-operative diagnosis for spinal stenosis it was reported that the surgeon placed an interbody graft through a tlif approach. After placing the graft, the inserter remained stuck to the graft and was hard to get off. Further, a prong of the inserter got broken off and is still stuck inside the graft and  was unable to be retrieved. There were no patient symptoms reported. There were no further complications reported regarding the event.